Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cadiere forceps instrument was being returned because it did not work and malfunctioned. The instrument movements did not correspond to the console surgeon and had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instrument movements did not correspond to the console surgeon and had non-intuitive motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm and not replicate the customer complaint "instrument movements did not correspond to the console surgeon. Non intuitive motion". The instrument was placed and removed from the in-house system twice. The instrument passed the recognition and engagement tests. In both attempts, the instrument moved intuitively with full range of motion in all directions and no issues were observed. There was not difficultly removing the instrument from the in-house system and the release buttons are functional. Visual inspection was performed and there was no external damage to the shaft, snake wrist cables and grip tips. Each input disk was manually articulated and responded accordingly. The housing was removed for inspection and no issue were observed. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.